Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that there were air bubbles in the reservoir. Customer's blood glucose was unknown. Customer will not be returning the reservoir for analysis.